Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image became blurred, indistinct or noisy, the light [guide fiber] bundle was dented, the light [guide fiber] bundle to be concentratedly interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image became blurred, indistinct or noisy is caused by a component failure of the universal cord. The light [guide fiber] bundle was dented, causing the light [guide fiber] bundle to be concentratedly interrupted and weakened. The light [guide fiber] bundle to be concentratedly interrupted and weakened is caused by a component failure of the lg bundle. The most probable cause of the complaint (error e218) is no problem detected. The most probable cause of the complaint (image became blurred, indistinct or noisy, the light [guide fiber] bundle was dented, the light [guide fiber] bundle to be concentratedly interrupted and weakened) is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a e218 error code at service / maintenance. There were no reports of patient involvement.